Event description:
It was reported that customer experienced continuous glucose monitoring error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, confirmed that error did not recur, and successfully started new sensor session, with no additional information received regarding any further outcomes.